Event description:
Spontaneous call from patient to report that cassette stopped working with pump shortly after changing it and gave pump a "no disposable, pump won't run" alert. When the cassette was changed, the infusion was continued. Cassette lot number provided: 4235231. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.